Event description:
While using a byte night aligners, patient reported that their gums bleed every morning. They went to their dentist and was advised that home aligners do not work and will not get rid of the crowding. Provided information on treatment, aligner fit and gave discomfort and bleeding tips.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.